Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter the article was written by manabu tsukamoto, hideo ohnishi, toshiharu mori, makoto kawasaki, soshi uchida and akinori sakai involving the hospitals university of occupational and environmental health, moji medical center and wakamatsu hospital for the university of occupational and environmental health, all located in kitakyushu, japan.

Event description:
Information was received based on review of a journal article titled, fifteen-year comparison of wear and osteolysis analysis for cross-linked or conventional polyethylene in cementless total hip arthroplasty for hip dysplasia a retrospective cohort study which aimed to execute a 15-year retrospective cohort study on cementless total hip arthroplasty performed in patients with developmental hip dysplasia to measure the differences in polyethylene wear rates and the presence of osteolysis using cross-linked polyethylene arcom and unknown biomet conventional polyethylene liners and the mallory-head cementless system manufactured by biomet; and to investigate whether cross-linked polyethylene and conventional polyethylene liners. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient experienced osteolysis fifteen years post-operatively in the conventional-polyethylene group. There has been no further information provided and the patient outcome is unknown.